Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was related to lamp life and use of a non-olympus lamp.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined. In communication/interviews with the reporter, it was learned the customer used a non-olympus lamp. Based on the available information, the cause of the reported problem is likely unintended use error due to use of a non-olympus bulb. The instructions for use provides the following statement as a preventive measure: warning: the instructions for use warn: ¿never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿

Event description:
A user facility reported to olympus that the spare lamp was coming on. There was no patient injury or harm, associated with the problem, reported to olympus.